Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Furthermore, after device evaluation it was determined that the lens was intact. After an injection test was performed using a lc16 cartridge and the returned lens. The lens was successfully ejected with no damage to the lens or cartridge used. This suggests that the incorrect technique was used to load and eject the lens, indicating the manufacture's instructions for use were not followed.

Event description:
Lenstec received an email stating " lens stuck in cartridge and wound."